Event description:
The customer reported a malfunction on their insulin pump, identified as malfunction code 12, which did not result in the customer's blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it using a pre-paid label. Technical support sent a replacement pump, and the customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.